Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when she was loading scans for an upcoming case, she was loading a stealth archive from her usb and she got an internal critical error. The screen went to a blue screen and then the blinking grub menu. The representative called into technical services(ts) and ts walked her through resolving the grub menu. She pressed "f" for fix and the issue was resolved. Ts had the rep delete the patient and reload the scan. She was successful in reloading the patient exams.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.